Event description:
It is reported that a customer's mother called to report that her son's insulin pump was submerged in a lake and no longer functions correctly. The customer has a blood glucose level of 190 mg/dl. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents in specification. No unexpected battery out of limit alarm noted. However, the device had intermittent button response due to moisture damage on the keypad trace. Minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and no moisture damage on the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.